Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as intended with audible beeping was not confirmed. The returned mpu (serial number (B)(6)) was functionally tested at the service depot for an extended period and was found to perform as intended. Issues with the mpu were unable to be reproduced throughout all testing, and the mpu was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from the mpu. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit was not working properly. When the mpu was plugged in, the green power light and the wrench lit up and stayed that way. After a few seconds, it beeped. A few seconds after that, the battery lighted up with the wrench still lit up and started beeping again. The patient had changed out the batteries twice and this still occurred. The patient was provided a loaner. The alternating current (ac) power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was replaced under warranty. No log files were available.